Event description:
Per the independent repair center, the customer alleged problem is the o2 nipple. The key failure is the power switch has no alarm sound. Additional malfunction is the pilot valve is alarming and shutting down.